Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), it was observed that the wrong operating room(or) leads were shipped. It was noted that the iabp unit was shipped with international electrotechnical commission (iec) leads not association for the advancement of medical instrument (aam)I leads. There was no patient involvement reported.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue replaced the iec ECG leads with aami ECG leads (0012-00-1814-01) then completed the installation of the iabp unit. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).